Event description:
Customer reports suture broke while tying a knot during coronary artery bypass graft surgery, with no adverse consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.